Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent morning hypoglycemia while using the ilet system, including a blood glucose of 53 mg/dl, after which she consumed cookies and coffee and later measured 153 mg/dl; she had been announcing meals to address highs and taking additional carbohydrates that may have contributed to overcorrection. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without injury or hospitalization. Investigation included remote troubleshooting, review of use behaviors, confirmation of the g7 sensor code, education on appropriate hypoglycemia treatment and not announcing meals to correct highs, and a guided factory reset with new supplies and re-pairing to the app with training materials provided. Investigation of this case revealed no device malfunction and identified user technique and adaptation of the algorithm as likely contributors, with the reset and education intended to restore expected performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear for hypoglycemia with contributory user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.